Manufacturer narrative:
Updated to correct the component code to insufficient component information.

Event description:
Have found 3 devices with broken charging port pins this evening. This has been caused by one pin breaking off in charging lead and that charging lead being attached to other devices and in turn breaking off their port pins. Work order #: (B)(4). (B)(6). Regulatory questions: n/a. Diagnostic performed by engineer: n/a. Problem description by engineer: customer function/role: how was the device being used? Expected and actual behavior of the product: user impact: patient impact: current software version:

Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. It has been reported to philips that the device has a broken charging port pin. The device was not in use at the time of the reported event, there was no health consequences or impact.

Manufacturer narrative:
New information received provided device serial number. Update to customer description. No patient involvement.